Manufacturer narrative:
(B)(4). The lens remains implanted to date. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one day after implantation of an intraocular lens, model zmb00, the surgeon observed an eye tissue on an equatorial part of the lens due to insufficient irrigation/aspiration(I/a) procedure. The surgeon took it out by I/a procedure two days after the implantation surgery. No further information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. The lens remains implanted and a product investigation could not be performed. Therefore, the reported event could not be verified. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens was within power specification; and the lens met the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.